Event description:
On (B)(6) 2012, the lay-user/patient claimed she was unable to test with the lfs meter due to use error subsequently developed symptoms described as feeling sweaty and more hungry than usual. The patient manages her diabetes with oral medication, diet, and exercise. Reportedly, around the morning of (B)(6) 2012, the patient manually turned on the meter with the power button before inserting the test strips and could not test with the subject meter. She took her usual diabetes medication at the time of concern. Two hours later, the patient developed the aforementioned symptoms which she felt was typical of hyperglycemia. The patient allegedly did not require any medical intervention from a hcp. The issue was resolved with training when the patient called to troubleshoot. This complaint is being reported due to possible use error and because the patient developed symptoms that can be suggestive of acute complication of diabetes after she could not test on the subject meter.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. The meter was found to function properly. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k #k053529.